Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil¿s stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the pusher assembly distal detachment tip (ddt). The undamaged section of the embolization coil¿s outer diameter (od) was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the sr wire was fractured. This type of damage likely occurs due to improper handling during use. If the device is forcefully manipulated during retraction, damage such as this may occur. The undamaged section of the embolization coil¿s od was measured and found to be within specification. Further evaluation revealed that the pc400 pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred during packaging the device for return. Pc400s are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400). During the procedure, the physician delivered two pc400 coils in the target vessel using a px slim delivery microcatheter (px slim). The physician then advanced a new pc400 through the px slim; however, while attempting to retract the pc400, in order to properly deploy it in the aneurysm, it unintentionally detached within the px slim. The physician did not experience any undue resistance while retracting the pc400 through the px slim. The detached pc400 was removed from the px slim and the procedure was completed using a new pc400 with the same px slim. There was no report of an adverse effect to the patient.